Event description:
It was reported that the atrial lead had small p-waves and intermittent oversensing. During the procedure to extract the lead, the pacing impedance on the right ventricular lead dropped to a low level. A change in the visible character of the outer insulation wasnoted. It appeared that the lead had been damaged during the procedure. The physician decided at that time to replace the right ventricular lead, the pacemaker and the other preexisting leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the full lead in segments was returned and analyzed. Analysis revealed that the outer insulation had white substance on it. The inner insulation had metal ion oxidation on it. The lead tines/lobes were distorted. The proximal lead conductor was kinked/buckled. The proximal lead conductor was not obstructed with blood. The proximal lead conductor was pulled/stretched/overstressed. The outer insulation had cosmetic environmental stress cracking. The distal lead conductor was not obstructed with blood.

Manufacturer narrative:
(B)(6). (B)(4).